Manufacturer narrative:
Concomitant medical products: product ID: 3093-28, lot# v952173, implanted: (B)(6) 2012, product type: lead product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported the implantable neurostimulator (ins) was off for the past year and a half and when the patient¿s husband was turning on the ins, it was not turning on. They went to the doctor¿s office and the doctor turned on the ins. The patient was feeling stimulation and their stomach was better. The patient was not ¿peeing their pants.¿ it was noted the patient was to use a ¿lipstick catheter¿ and a woman¿s patch. The healthcare provider (hcp) advised the patient to turn off the ins when using the products. Four days later, it was stated the patient wanted a refund since the ¿device did not work.¿ two days later, it was stated the patient never had therapeutic effect. It was noted the hcp changed their settings to ¿put it on a higher level.¿ the patient was using an overactive bladder control patch and was instructed to leave therapy off while using it. The patch was working much better than what they had before. Additional information has been requested, a follow up report will be sent if additional information is received.